Event description:
During routine testing of the device at the service ctr, the service tech reported the heater cooler calibration was out of range. The volt reading of 4.008 was out of spec and had been adjusted to 4.000. Since the event occurred during routine testing of the device, there was no pt involvement during this event.

Manufacturer narrative:
Eval in progress, but not yet concluded.